Manufacturer narrative:
Please disregard report number 1424643-2019-00556. After further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event, as we are not the legal manufacturer for this particular device.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that particulates were found in 2 syringes; one appears to be plastic and the other appears to be a cardboard like particle.